Event description:
The customer reported that it was a diagnostic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields:h6. Corrected fields: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation the root cause could not be identified however it is likely that swap the cart led to the 'green image' malfunction. In speaking with the olympus technical assistance center (tac), the customer indicated that the images in provation are green, while the image on the cv-190 monitor is good. The customer was instructed to move the serial digital interface (sdi) cable to serial digital interface 2 (sdi2). As a result, the image was no longer green, and the issue was resolved. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had a image in provation that was green when capturing images. The issue occurred before the unspecified procedure. There was a 15-minute delay during that time and it is unknown if anesthesia was administered. The procedure was completed. There were no reports of patient harm.